Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a blower motor that is locked up. It was unknown how the issue was found. There was no patient or user harm reported.

Manufacturer narrative:
A field service engineer reported that the motor control (mc) board and blower assembly were replaced. A performance verification test was performed, and the device passed the test. The system meets the specification for the performed service and is returned to use.